Manufacturer narrative:
H.6. Investigation: twenty one sealed and three open 32g x 4mm pen needle samples and four photos were returned from lot. No.8233897 cat no. 320136. Clog testing as per tp700483 was carried out on twenty one samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples/photos therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: when the patient conducted air purge with 2 units, drug didn't come out. However drug came out with (B)(4) units.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: when the patient conducted air purge with 2 units, drug didn't come out. However drug came out with 6 units.